Event description:
It was reported that the pump shut off unexpectedly; cause was not known. Customer's blood glucose (bg) level was 500 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was treated with manual injections and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.